Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having an unrelated MRI. The patient stated that they sat next to the MRI technician and looked through the MRI guidelines on the internet. They searched for the patient's device model number. The online document stated that the patient could have an MRI and that they could use a body coil but there was a heating concern and they had to put an ice pack on it. The patient then looked at their book/manual and the book stated that they were not able to have an MRI of the back. The patient alleged that there was a discrepancy between what the website stated and what their book/manual stated. The patient said that they might be wrong and the MRI technician might be wrong, but that they had looked up the model number and gone through 3-4 paragraphs with the online information stating that the model number allowed the patient to have an MRI when the manual said no. It was requested that MRI guidelines be sent to the MRI technician. He patient expressed dissatisfaction about not being able to have an MRI on their lower spine. The patient stated, "why did the hcp put the device in knowing that she has a lot of back issues and needs mris? " the patient had surgeries on their back and needed mris. The patient stated that if they knew that they would not be able to get an MRI that would not have had the device implanted. The patient was upset that they were sent to have an MRI without being checked to see if the patient could have one.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.